Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unspecified reasons. A 100 ml reservoir, pump, and 21 cm x 12 mm cylinders were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
No malfunction was reported. The ams700 device was inspected; there was a leak in both cylinders that was the result of wear at a fold. The pump was not functionally tested due to the cylinder leaks an overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855).

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to unspecified reasons. A 100 ml reservoir, pump, and 21 cm x 12 mm cylinders were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.